Event description:
It was reported the patient's right ventricular lead was capped on (B)(6) 2009 and the patient's left ventricular lead was also capped on (B)(6) 2009. No further information was available.